Manufacturer narrative:
(B) (4). Two samples were returned for evaluation. Dimensional inspection of the tube shafts were performed. The inner diameter and outer diameter of the samples were measured. For sample one, the inner diameter of the tubing did not meet the specification: the inner diameter was slightly lower. A corrective action has been implemented. The second sample met with product specifications.

Event description:
The reporter stated that it was difficult to pass a suction catheter through the tube. No adverse effects reported.